Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, there was a recoverable fault on universal surgical manipulator (usm) 2 when nurse started draping. Intuitive technical support engineer (tse) checked logs and found error 23072 pointing to setup joint(suj)2 degree of freedom1 (z-axis 0). Tse asked customer to power cycle /emergency power off (epo) system. After restart error still persisted. Nurse confirmed this procedure will not be performed using the system will 3 usms. Surgeon was planning to perform the surgery open. Usm 2 was moved up and down manually on z-axis prior to restart but made no difference. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the root cause of malfunction was a faulty string pot, which has been replaced and calibrated.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the dual potentiometer to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.